Manufacturer narrative:
Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
This procedure was performed in (B)(6). The physician inserted the closurefast catheter and after confirming position with ultrasound, he began the procedure. Once the ablation cycle was complete the physician began to withdraw the catheter and felt resistance. He found the catheter broke and detached. The heating coil was separated from the catheter. No injury to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.